Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset of an ilet system, the patient¿s blood glucose was reported at 300 mg/dl and not trending down, despite reported meal announcements; the caller was not with the patient and deferred troubleshooting, noting the patient¿s cgm later began trending downward and deciding to hold off on a manual correction dose while arranging additional training. Symptoms included hyperglycemia. Outcomes included no alarms and a request for additional training. Investigation included information gathering and assignment for additional training. Investigation of this case revealed cause unclear for the hyperglycemia with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.